Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported that the tip of the blade had the issue of current leakage during the surgery of arthroscopic repair of left rotator cuff injury, acromioplasty and debridement of shoulder joint cavity. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u1907191] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). UDI: (B)(4).

Event description:
This case is from the health authority. It was reported that the tip of the blade had the issue of current leakage during the surgery of arthroscopic repair of left rotator cuff injury, acromioplasty and debridement of shoulder joint cavity. Changed another one to complete the surgery. There was no report on adverse event on patient. No additional information can be provided.